Event description:
It was reported that the user experienced hyperglycemia, with glucose reaching 279 mg/dl at the end of an infusion set change after eating one hour prior without announcing the meal per healthcare provider instructions; the user was using a contact detach infusion set, 23-inch, 6 mm, and glucose was trending down to 277 mg/dl during the call. Symptoms included no reported clinical symptoms associated with the elevated glucose. Outcomes included no medical intervention, no emergency care, and no hospitalization. Investigation included complaint handling with user interview and troubleshooting and education during the call, with no device alerts or alarms reported. Investigation of this case revealed user-related factors consistent with meal non-announcement and no evidence of device malfunction. It was concluded that the event was consistent with hyperglycemia of unclear device-related cause, with no product performance issue identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.